Event description:
It was reported that during the insertion of the bd spinal needle the spinal needle broke. Ortho surgery was required to remove the broken needle parts. The following information was provided by the initial reporter: while inserting spinal quincke 27g to the patient, it is broken and took broken spinal parts by ortho surgery.

Manufacturer narrative:
Investigation summary: one photo displaying a broken spinal needle was provided to our quality engineer. No physical samples were available for investigation. A device history review was performed for reported lot 1804001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of the same lot were evaluated, no defects were observed on the needle and the stylet could be removed without issue. Product undergoes a series of testing and inspections throughout the manufacturing process the ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Conclusion: no defects were found in the retained samples evaluated. No non-conformances that could be related with the incidence reported were found in the DHR. Therefore, the root cause could not be established.

Manufacturer narrative:
Batch number [dgw114804] was not found for material number [405127]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during the insertion of the bd spinal needle the spinal needle broke. Ortho surgery was required to remove the broken needle parts. The following information was provided by the initial reporter: while inserting spinal quincke 27g to the patient, it is broken and took broken spinal parts by ortho surgery.